Manufacturer narrative:
(B)(4). Batch # r5au9f. Investigation summary: the analysis found that one ec60a device was returned with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60b cartridge reload was loaded in the device. The cartridge reload was received partially fired 1/3. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that when using the reverse button ensure that the knife is fully back on its home position, if the knife remain advance the device jaws would not open a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic right hepatectomy surgery, could not fire when severing the middle hepatic vein tissue on the 2nd firing. Considering safety, used the new gun to severing the vein, then removed the previous gun. There was no patient consequence reported. No additional information can be provided.